Event description:
Patient reported having a bad night with leakage. Patient stated he just guesses where to put his settings; sometimes patient increases and sometimes decreases. During call patient checked implantable neurostimulator (ins) and was on program 3, 1.6 v and ins was on. Patient stated he just decreased stimulation from 2.8 v to 1.6 v. Symptoms reported were: leaking- loss of control of bladder. The patient's indicator was for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient still had leakage. The patient changed from program 4 to program 1 at 3.2v and reported that they would try that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.